Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support there was a "purge cassette failure" alarm. To troubleshoot, the cassette was replaced, which resolved the issue. There was no patient harm.

Manufacturer narrative:
Updated information: h6 component code changed to g04105 to g07003. The investigation for the failure to detect purge cassette has been completed. The cause of the failure to detect purge cassette was not determined due to no product returned, insufficient data logs recovered, and insufficient clinical details.